Manufacturer narrative:
This report is submitted on august 15, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on september 24, 2018. (B)(4).